Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that since having an MRI around (B)(6) 2019, the patient has had a return of pain from their torn ligament (the reason why they got the device) and they were not able to change their settings from group b to group a on their programmer. It was noted they were not able to scroll to the right on group a but they were able to scroll through the top row without issues. They were redirected to see the doctor. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: unknown, product type: programmer, patient. Product ID: 97740, serial#: (B)(4). Product type: programmer, patient. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient programmer button was not working. During the call the patient was unable to use the navigation button to scroll left or right to change between groups. They called back again on june 25th, stating she had not received her replacement programmer yet and would like the tracking number. They called to confirm the tracking number and found the package had been left at the wrong house. A new controller was sent. This one was sent on june 26th, and the packages were found open (including a personal package and device). The patient stated she would like to obtain equipment ordered from repair today and send back item she just received along with damaged equipment once new item is received. They also mentioned that without a functioning controller she was not able to get therapy to the area on her back where the stimulator works and without it she was really uncomfortable. They stated that without her device she had a lot of pain due to a partially torn ligament under her shoulder blade. They stated that ever since their MRI a couple weeks ago (unrelated) she noticed her group was set to b when before the MRI it was set to group a. When trying to resolve the issue over the phone, they reviewed how to change between groups but the patient indicated there was an issue with the navigation button. They were advised to call back if she needed assistance how to change between programs. They recommended that the patient see the hcp if she continued to have issues. No out of box failure was reported. No further allegations/complications were reported.